Event description:
Caller reported mobile system blood glucose results within 10 minutes: 10:55 119mg/dl 10:56 274mg/dl 10:57 233mg/dl 10:58 151mg/dl no adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.